Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level between 40-146 mg/dl due to not consuming food for the intended amount of bolus delivered. Customer's husband was required to intervene in order to treat low bg by providing juice/carbohydrates for customer to consume. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.